Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that broken screws were discovered four weeks post-operative a distal humerus fracture procedure with plate and screw fixation. Three proximal 3.5mm locking head screw were broken from shaft and neck joint. The cause of the breakage is unknown; it is not believed the patient had any post-operative trauma. It is reported the patient is experiencing pain and a revision procedure is planned for an unknown future date but currently the screws are still in the patient. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; three screws were received broken between shaft and neck joint as complained. Based on the topography of the fracture surfaces, it is concluded that the screws were subjected to dynamic bending loads. Constantly alternating bending loads led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the screws. The screw could not resist the applied force which finally led to the material overload fatigue failure. A failure resulting from either a material defect or the manufacturing process can be excluded. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4): the investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Per additional information received; three screws were explanted on an unknown date in 2014.

Manufacturer narrative:
Event date: unknown. Device has not been explanted yet. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.